Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Product was returned and analyzed. This lead was returned to boston scientific's post market quality assurance laboratory intact (not severed). Dried blood was noted in the helix housing and tip region. The lead passed stylet insertion and pressure test, indicating no blockage in the lumen and intact insulation. Laboratory analysis was able to confirm the reported allegation of helix extension/retraction issues, the helix was clogged with dried blood/body fluid. The electrical malfunctions allegations and surgery code were not confirmed, the lead passed electrical testing and analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this right ventricular (rv) lead was revised due to low amplitude/poor morphology and high pacing threshold measurements. In the revision procedure, this lead was attempted to be repositioned but this was not able as the lead exhibited helix mechanism issues, the physician decided then to explant and replace this lead. This lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to low amplitude/poor morphology, high pacing threshold measurements and helix mechanism issues. This lead was returned. No additional adverse patient effects were reported.